Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (S-ICD) underwent a generator change earlier in the day on (b)(6) 2026, without incident and was discharged home. Later, while eating at home, the patient reported being shocked and was subsequently found unconscious on the floor after receiving 18 times shocks. Device review showed a small morphology consistent with bundle branch block and t wave oversensing, resulting in an initial shock, followed by induction of ventricular fibrillation (VF) approximately 11 seconds later. Multiple subsequent shocks failed to convert the arrhythmia. Review also identified approximately 5 seconds of asystole, out-of-range impedance followed by elevated impedances (160- 220 ohms), a superficial electrode placement, and the device SMART Pass disabled during a later episode due to a very low-amplitude signal. It was not possible to review recent impedances from the original implanted device. The patient was noted to be in an elevated fluid state, cognitive status not known at present, and was undergoing a hypothermia protocol at the hospital. Imaging review and further system evaluation were recommended as it was indicated that the S-ICD system was not optimally placed. It was also noted that elevated impedance values were observed during the routine S-ICD replacement; however, the physician elected not to change the position of the implant. Lidocaine was also used liberally in the pocket due to some anesthesia challenges (not specified). It did not appear from the available device data that defibrillation threshold testing had occurred during the replacement.Additional information received indicated that the patient subsequently passed away on (b)(6) 2026. The device system remains implanted in the patient and is not expected to be returned.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS SUBCUTANEOUS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (S-ICD) UNDERWENT A GENERATOR CHANGE EARLIER IN THE DAY WITHOUT INCIDENT AND WAS DISCHARGED HOME. LATER, WHILE EATING AT HOME, THE PATIENT REPORTED BEING SHOCKED AND WAS SUBSEQUENTLY FOUND UNCONSCIOUS ON THE FLOOR AFTER RECEIVING 18 TIMES SHOCKS. DEVICE REVIEW SHOWED A SMALL MORPHOLOGY CONSISTENT WITH BUNDLE BRANCH BLOCK AND T WAVE OVERSENSING, RESULTING IN AN INITIAL SHOCK, FOLLOWED BY INDUCTION OF VENTRICULAR FIBRILLATION (VF) APPROXIMATELY 11 SECONDS LATER. MULTIPLE SUBSEQUENT SHOCKS FAILED TO CONVERT THE ARRHYTHMIA. REVIEW ALSO IDENTIFIED APPROXIMATELY 5 SECONDS OF ASYSTOLE, OUT-OF-RANGE IMPEDANCE FOLLOWED BY ELEVATED IMPEDANCES (160- 220 OHMS), A SUPERFICIAL ELECTRODE PLACEMENT, AND THE DEVICE SMART PASS DISABLED DURING A LATER EPISODE DUE TO A VERY LOW-AMPLITUDE SIGNAL. IT WAS NOT POSSIBLE TO REVIEW RECENT IMPEDANCES FROM THE ORIGINAL IMPLANTED DEVICE. THE PATIENT WAS NOTED TO BE IN AN ELEVATED FLUID STATE, COGNITIVE STATUS NOT KNOWN AT PRESENT, AND WAS UNDERGOING A HYPOTHERMIA PROTOCOL AT THE HOSPITAL. IMAGING REVIEW AND FURTHER SYSTEM EVALUATION WERE RECOMMENDED. THE DEVICE REMAINS IN SERVICE. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.